Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had trigeminal pain since 2006. The patient's first unit was removed because it had been causing more pain, did not do any good, and the battery was not working. No further complications were reported.